Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that left and right button of the insulin pump are harder to push and the alarm does not make sound and does not aware of low alert or low battery alarm. Customer's blood glucose level was unknown at the time of incident. Customer also stated that insulin pump leaks from reservoir area sometimes. The insulin pump will not be returned for analysis.